Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room on an unknown date complaining of pain at the implant site. An infection was diagnosed. The patient's implantable cardioverter defibrillator system was removed and replaced on (B)(6) 2018. The patient was in pain and experienced shortness of breath before and after the procedure but was otherwise normal.

Manufacturer narrative:
Analysis was normal. No anomalies were found.